Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: evaluation revealed that the keypad is peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad is found to be worn. All of the keypad buttons responded appropriately. Evaluation revealed contamination under all button contacts. The display lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the rubber on the keypad is lifting and slightly torn at the okay button. The patient can see underneath of the rubber. Patient noticed this about a month ago. Patient says that he has had to press harder on the okay, up/down arrow buttons before it would respond. Patient says that the tactile changes occurred first. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.